Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery drop could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the customer stated the pump battery dropped from 60% to 20%. The customer stated he pump was damped and was unsure if that contributed to the battery issue. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.